Event description:
It was reported that about two months post implant, the patient with this pacemaker system visited the emergency room (ER). During interrogation the device was found exhibit right ventricular (rv) loss of capture (loc) with underlying escape rhythm of 38 beats per minute (bpm), a drop in battery longevity from 8.5yrs to 1.5 yrs in just two months and an alert that indicated that the right ventricular automatic threshold (rvat)right ventricular auto threshold (rvat) test was in suspension. The health care professional (hcp) called technical services (ts) for review of the presenting electrogram (egm) and requested disk data analysis. The hcp noted that the rv threshold outputs were increased to max outputs and capture was confirmed at 60bpms and the patient was admitted for further observations. It was noted that the rv lead is a non-boston scientific lead. Upon review, ts noted that the rvat was suspended due to high pacing thresholds on the rv lead. Ts engineering analyzed the device data provided and noted a decrease in rv pacing thresholds and impedances and found the device power consumption to be stable. Ts engineering postulated the possible change in battery longevity estimates may have been due to the change in lead outputs and recommended for the hcp to reinterrogate the device to confirm the battery longevity. The following day, the hcp called ts back reporting the patient had experienced muscle stimulation overnight. The hcp attempted to recreate the stimulation, however, was unsuccessful. The hcp also reinterrogated the device and the battery longevity estimates were back to read 8.5 yrs, the rv thresholds were still high. The hcp reported plans to schedule a revision procedure. Ts recommended for the hcp to perform a pacing system analyzer (psa) test during the revision procedure to confirm rv lead issue. Subsequently, a revision procedure was performed, the psa test was completed and showed high pacing thresholds on the non-boston scientific rv lead. The physician opted to replace the entire pacemaker system. The pacemaker device was explanted and replaced with a new device. While the non-boston scientific right atrial (ra) and right ventricular (rv) leads were surgically abandoned, and the non-boston scientific rv lead was replaced with a new lead. No additional adverse patient effects were reported. The pacemaker is expected to return to facility.

Event description:
It was reported that about two months post implant, the patient with this pacemaker system visited the emergency room (ER). During interrogation the device was found exhibit right ventricular (rv) loss of capture (loc) with underlying escape rhythm of 38 beats per minute (bpm), a drop in battery longevity from 8.5yrs to 1.5 yrs in just two months and an alert that indicated that the right ventricular automatic threshold (rvat) right ventricular auto threshold (rvat) test was in suspension. The health care professional (hcp) called technical services (ts) for review of the presenting electrogram (egm) and requested disk data analysis. The hcp noted that the rv threshold outputs were increased to max outputs and capture was confirmed at 60bpms and the patient was admitted for further observations. It was noted that the rv lead is a non-boston scientific lead. Upon review, ts noted that the rvat was suspended due to high pacing thresholds on the rv lead. Ts engineering analyzed the device data provided and noted a decrease in rv pacing thresholds and impedances and found the device power consumption to be stable. Ts engineering postulated the possible change in battery longevity estimates may have been due to the change in lead outputs and recommended for the hcp to reinterrogate the device to confirm the battery longevity. The following day, the hcp called ts back reporting the patient had experienced muscle stimulation overnight. The hcp attempted to recreate the stimulation, however, was unsuccessful. The hcp also reinterrogated the device and the battery longevity estimates were back to read 8.5 yrs; the rv thresholds were still high. The hcp reported plans to schedule a revision procedure. Ts recommended for the hcp to perform a pacing system analyzer (psa) test during the revision procedure to confirm rv lead issue. Subsequently, a revision procedure was performed, the psa test was completed and showed high pacing thresholds on the non-boston scientific rv lead. The physician opted to replace the entire pacemaker system. The pacemaker device was explanted and replaced with a new device. While the non-boston scientific right atrial (ra) and right ventricular (rv) leads were surgically abandoned, and the non-boston scientific rv lead was replaced with a new lead. No additional adverse patient effects were reported. The pacemaker is expected to return to facility.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.